Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and pump stops while the patient was supported by the power module or mobile power unit (mpu). Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6)2019 at 02:23pm through (B)(6)2019 at 09:22am. Low speed events were captured on each day of the file, with pump speed reaching a minimum of 2430 rpm (6570 rpm below the low speed limit) on (B)(6)2019 at 09:22:12 am. No pump stops were captured. The low speed events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. All low speed events appeared to occur on either the power module or mobile power unit (mpu). Additionally, odd sequences of power cable disconnect alarms were observed intermittently on (B)(6)2019. These alarms only appeared to occur on the white power cable (investigated under pi-2019-0249506-02). The pump speed remained above the low speed limit during these events. No additional atypical alarms were captured. The center reported that the patient was having low speed advisory alarms on grounded power that were reproducible with upper body movement. The patient was listed for transplant so there was no plan for a pump exchange or driveline splice. Multiple requests for additional information were sent to the center; however, no further details were provided. It was later reported that the patient received a routine transplant on (B)(6)2019 and the device will not be returned for evaluation. The hmii lvas IFU addresses all system controller alarms (including low speed advisory, low speed hazard, and low flow hazard alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event. Section: d4, h4 additional information.

Manufacturer narrative:
Corrected investigation conclusions: analysis of the submitted log file confirmed low speed events while the patient was supported by the power module or mobile power unit (mpu). Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from 17nov2019 at 02:23pm through 20nov2019 at 09:22am. Low speed events were captured on each day of the file, with pump speed reaching a minimum of 2430 rpm (6570 rpm below the low speed limit) on (B)(6) 2019 at 09:22:12 am. No pump stops were captured. The low speed events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. All low speed events appeared to occur on either the power module or mobile power unit (mpu). Additionally, odd sequences of power cable disconnect alarms were observed intermittently on (B)(6) 2019. These alarms only appeared to occur on the white power cable. The pump speed remained above the low speed limit during these events. No additional atypical alarms were captured. The center reported that the patient was having low speed advisory alarms on grounded power that were reproducible with upper body movement. The patient was listed for transplant so there was no plan for a pump exchange or driveline splice. Multiple requests for additional information were sent to the center; however, no further details were provided. It was later reported that the patient received a routine transplant on (B)(6) 2019 and the device will not be returned for evaluation. The hmii lvas IFU addresses all system controller alarms (including low speed advisory, low speed hazard, and low flow hazard alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of implant is (B)(6) 2015. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was having low speed advisory alarms on grounded power that are reproducible with upper body movement. Manufacturer's technical service representative observed a low speed alarm on (B)(6) 2019. Patient is listed for transplant and no plan of pump exchange or driveline splice. Also, per manufacturer technical services representative, the low speed alarm appeared to be caused by a percutaneous lead short to shield, and it was also noted the driveline data showed some wear and tear to the conductors. Additional information was requested but not yet provided.